Event description:
An issue was reported concerning a discrepancy between the displayed and actual time on a device, which was greater than five minutes. There was no adverse impact on the customer¿s blood glucose level. The customer successfully updated the time independently and was advised to monitor the device and follow up if the time discrepancy reoccurred.